Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a spyglass procedure perforned in the bile duct on (B)(6) 2021. During the procedure, the image transmitted by the spyscope began to look pixelized and jerky, then blue stripes appeared on it. After that, the image was completely lost. The controller was rebooted, the spyscope and controller connections were cleaned; however, it no longer worked. No more light, no more images, no boston scientific panel when turned on. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a spyglass procedure performed in the bile duct on (B)(6) 2021. During the procedure, the image transmitted by the spyscope began to look pixelized and jerky, then blue stripes appeared on it. After that, the image was completely lost. The controller was rebooted, the spyscope and controller connections were cleaned; however, it no longer worked. No more light, no more images, no boston scientific panel when turned on. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction - block d4 (lot number) and block h4 device manufacture date has been corrected.